Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that in 2012 the patient had a fall. As a result of the fall, the patient had to have a partial lead removal and replacement. After removal of the lead the patient developed an infection at the lead site. They needed to wait until after the infection had healed to replace the lead. The ins and lead revision was successful on (B)(6) 2014. The patient had reportedly completely recovered. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(6) implanted: (B)(6) 2006 explanted: product type extension product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2006 explanted: product type extension product ID (B)(4) lot# v012461 serial# implanted: (B)(6) 2006 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
A physician later reported that the patient fell in (B)(6) 2013 which caused a scalp wound that would not heal. The dbs system was exposed and there was a possible infection at the wound site. The affected lead and extension on the left side were removed in (B)(6) 2013. A flap and reconstruction were performed at the wound site. On (B)(6) 2014, a new lead, extension and ins were placed on the left side. It was noted that one of the inss is not being used.